Event description:
Clinic notes from (B)(6) 2014 mention that the patient had a prolonged seizure and the vns magnet was swiped twice, but the patient stopped breathing for about 3 seconds after each application. The patient was given diastat which was effective but the nurse was hesitant to use the magnet. It was noted that when the patient had another intense seizure later a different magnet was used and was effective. Attempts for further information have been made but have been unsuccessful to date.

Manufacturer narrative:
.